Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Official cause was unknown, however, customer reported making unspecified adjustments to the pump. Reportedly, after further education from their pump trainer, customer ceased making these adjustments and the issue resolved. Low bg was addressed by consuming glucose tablets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.